Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks the day after implant. Technical services (ts) reviewed the device data and discussed the signal indicates air in the device pocket. In addition, the x-rays provided show an air pocket around the tip of the electrode, which is usually absorbed within two weeks. It was advised to perform manipulation maneuvers. The x-ray also shows a very narrow loop of the proximal electrode course and, as it does not show a compromised electrode, this tight loop could lead to mechanical impairment of the electrode in the future. The s-ICD system remains in service. No additional adverse patient effects were reported.